Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to middle left anterior descending artery (lad) with 95% stenosis and was 60 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 32 mm and 3.50 mm x 32 mm synergy stent systems. Following post dilation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Percutaneous coronary intervention was performed to treat the event. Fifteen days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, percutaneous coronary intervention was performed to treat non-target vessel, and the event was treated medically. Angiography revealed no significant stenosis was observed in the lmca-lad proximal middle segment.

Event description:
Same case as tw# (B)(4). Synergy china registry. It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to middle left anterior descending artery (lad) with 95% stenosis and was 60 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 32 mm and 3.50 mm x 32 mm synergy stent systems. Following post dilation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Percutaneous coronary intervention was performed to treat the event. Fifteen days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).